Event description:
It was reported that the arm of vena cava filter allegedly fractured at the apex. During a scheduled retrieval of a filter, placed over 2 years ago on a trauma patient, films were taken and the filter appeared intact and well placed. When the physician attempted to retrieve the filter, it was discovered that an arm had allegedly fractured and detached from the apex. Reportedly, after reviewing the films again, the physician was able to see a slight gap between the arm and the filter apex. The physician was able to retrieve both the filter and the fractured arm using a vena cava filter removal system. No patient injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. Based on the information received, the investigation is confirmed for detachment of component. The root cause is unknown. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.